Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The root cause of the cracked distal window of the camera instrument is typically attributed to the use condition, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.

Event description:
It was reported that the 0-degree endoscope plus would not move side to side or up and down, it gets stuck. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no inverted image and the endoscope move freely with uncontrolled motion. When the master tool manipulator (mtm) moved the camera left, it would move the endoscope up, or when the master tool manipulator moved the endoscope right, the endoscope would move down. There was no loss of image/loss of video/one eye black.